Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the absolute pro self expanding stent system (sess) became stuck with a non-abbott guide wire and the device could not be advanced. When attempting to pull the delivery system back, the stent detached and remained attached to the wire. The delivery system then had to be withdrawn together with the wire, and the procedure was ultimately aborted. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report the device was received. The stent was not separated. The account confirmed it was the tip of the device that separated, and the stent was deployed in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove and reported failure to advance were unable to be replicated in a testing environment due to the condition of the returned device (device returned dismantled). The reported tip material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement a coagulation of blood and/or contrast on the guide wire resulted in the noted flared and indented tip and reported failure to advance. Manipulation of the compromised device in attempts to pull the delivery system back resulted in the noted wrinkled, bunched, and split stent sheath, ultimately resulting in the reported/noted tip material separation. Further manipulation of the compromised device during removal and/or inadvertent mishandling resulted in the reported difficult to remove and the noted device damages (wrinkled and bunched inner member, and partially separated jacket). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: correction: model # updated from unk absolute pro to 1011916-040. D4: correction: lot # updated from unknown to 5010661. D4: correction: primary UDI number from unknown to (B)(4).